Event description:
Related manufacturer reference number:1627487-2022-01368. Related manufacturer reference number:1627487-2022-01369. It was reported that the patient had their entire system explanted on an unknown date for an unknown reason. No further information is known at this time.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.